Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation, episodes of noise and automatic switch on the atrial lead were noted on the stored electrograms. No intervention was performed. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).